Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customers blood glucose was 175 mg/dl. No additional information was provided for alternate method of insulin therapy.